Event description:
It was reported that when charging, the controller began emitting smoke. The reporter stated that charging of the controller was discontinued. The patient confirmed to be using the insulet-supplied charging cable and wall adaptor. The patient's blood glucose was reported to be greater than 250 mg/dl. No medical attention was required. The patient will be issued a new device.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. No lot release records were reviewed, as the product lot number was not provided.locked down smartphone: lockdownomnipod software app version: 4.0.2operating system: n5004l-am-q-mv01602-06-01.06hardware: n5004lcgm sensor type: g7please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.